Manufacturer narrative:
(B)(4).

Event description:
The complaint states that no audio output app alert issues was reported. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.